Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test. The pump was received with a pump error 37 alarm during rewind due to moisture ingress on motor. Traces of moisture on the motor and electronic assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Successfully downloaded history files and traces using thump software. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on 11/19/2024 00:09:17.000 during bolus delivery. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. The pump was received with minor scratches on lcd window, corroded motor home switch, cracked case-corner of belt clip rials and scratched case. In summary, the pump alarmed pump error 37 during rewind due to corroded motor home switch. Unable to verify no delivery alarm/occlusion alarm due to pump error 37. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. . Troubleshooting was performed and the issue was resolved. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884.